Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012620661 was returned and analyzed. Visual inspection showed the catheter was received with the guidewire threaded through. A long plastic string was received in the bio hazard bag. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. The shape of the capture device is unremarkable with no atypical features. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the pulseselect generator via a test cic, and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported skiving issue could not confirm through testing as the source of skiving could not be confirmed. The source of ptfe linear is unknown because no other product was returned apart from the catheter. The catheter failed the returned product inspection due to the long plastic string. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a possible skiving of wire in the catheter was alleged, along with a long hair-like piece of plastic attached to the end of the catheter. Upon removal of the catheter from the body, additional plastic pieces appeared on the catheter as it was removed from the capture. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.